Event description:
It was reported the device was having rotation issues during the procedure. A 2.1mm jetstream catheter was being used in an atherectomy treatment procedure of the right distal superficial femoral artery (sfa) and the popliteal. The jetstream catheter was advanced to the treatment site through a 7f sheath over a non bsc embolic protection device. Atherectomy was started and everything was going well when the jetstream started "hiccupping like the motor wouldn't spin" and stopped. The physician was able to put the device in rex mode and remove the jetstream catheter from the patient. The procedure was completed with a different jetstream catheter over the same non-bsc embolic protection device. It was reported there was no patient harm and the patient was reported to be fine.

Event description:
It was reported the device was having rotation issues during the procedure. A 2.1mm jetstream catheter was being used in an atherectomy treatment procedure of the right distal superficial femoral artery (sfa) and the popliteal. The jetstream catheter was advanced to the treatment site through a 7f sheath over a non bsc embolic protection device. Athorectomy was started and everything was going well when the jetstream started "hiccupping like the motor wouldn't spin" and stopped. The physician was able to put the device in rex mode and remove the jetstream catheter from the patient. The procedure was completed with a different jetstream catheter over the same non-bsc embolic protection device. It was reported there was no patient harm and the patient was reported to be fine. Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. A visual examination identified the device presented no damage. It was noted per the customers returned statement that the guidewire used during the procedure was a spider filter wire. This wire is not on the compatible guidewire list. If the customer site used a non-compatible guidewire they may experience guidewire or device performance issues. Functionality was completed by connecting the device to the jetstream console per the dfu. The device ran as designed with no issues or errors. Inspection of the remainder of the device, revealed no damage or irregularities.